Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon final release from the delivery catheter system (dcs), the valve dove to a depth of 14 mm and resulted in severe paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was implanted at 4 mm below the annulus and reduced the pvl to moderate a balloon aortic valvuloplasty (bav) was performed and reduced the pvl to mild. No adverse patient effects were reported.